Manufacturer narrative:
Philips investigated this complaint. The reported issue happened during the preparation phase of the procedure. There was no impact on the procedure, which was completed successfully. Philips checked the system on site and confirmed that after a collision, the l-arm cover came loose and the safety chain used to prevent the c-arm cover from falling was intact. The cover was reattached and the system was returned to use in good working order. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow up will sent to the FDA.

Event description:
It was reported to philips that during a procedure the cover of the l-arm came loose. The cover was retained by a safety chain which prevented the cover from falling off. No patient or user harm has been reported to philips. Philips has started an investigation for this complaint.